Event description:
Pt reported e-57 (electronic) error was displayed on the blood glucose meter. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The blood glucose meter was requested to be returned for eval. Preliminary eval found that mg/dl is on the meter back label, however, control results were displayed in mmol/l. Previous results in meter memory are listed in mmol/l. Meter was sent for root cause failure analysis. Root cause failure analysis indicates that this failure is due to a serial flash memory corruption, which yielded an e57 error to display on the meter when testing with blood. Due to this failure, the flash memory is cleared which also results in the meter memory displaying units in mmol/l rather than mg/dl. The meter is still capable of providing values with controls only, but they will be in the incorrect units of measure (mmol/l only).

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in a supplemental report.